Event description:
Per the clinic, the fixture was explanted on (B)(6) 2012, due to an infection which could not be resolved. The patient was reimplanted with another device (date not reported.)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2013.